Manufacturer narrative:
The tip was received for evaluation. The tip was used for 1031 treatments. The tip passed the flow and thermistor testing. No leak or functional test was performed. The tip failed visual testing due to dielectric breakdown being present. Further investigation is underway.

Event description:
Customer reported a burning smell and sparks from the thermage tip.

Manufacturer narrative:
It was reported a customer experienced sparks from a treatment tip. No patient injury occurred during treatment. The tip was returned for evaluation and service confirmed damaged to the tips membrane. Investigation found flame/spark from tip membrane are caused by stress concentrations on the flex assembly at the adhesive edge that damaged the rf trace, causing arcing and subsequent burn-through of the flex circuit membrane. Photos of tip confirmed burn-through of the flex circuit membrane during evaluation. A review of the manufacturing records showed all requirements were met. No patient injury occurred. Photographic evidence confirmed burn-through of the flex circuit membrane during treatment tip evaluation. Based on the available information no conclusion regarding the cause of the tip damage can be drawn. Trending will be performed to monitor this issue. No further action is required at this time.